Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
The customer reported via phone call that there was a large air bubble inside of the reservoir of his insulin pump. The patient's blood glucose at the time of incident was 340 mg/dl. The customer stated that he received a no delivery alarm and after he troubleshot the issue an air bubble, approximately half an inch in size, was found in his reservoir. Troubleshooting was initiated for the air bubble anomaly, and the customer confirmed that the insulin was cold. The customer was advised to allow the insulin to warm up to room temperature before use in order to prevent air bubbles, and to monitor the pump and call back if issues recur. No products were returned or shipped.